Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the power line fuses were open. The fuses were replaced and the issue was resolved. The fuses have not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system power line fuses were open. The fuses were replaced with spare fuses and the issue was resolved. There was no patient present when this issue was identified.